Event description:
It was reported that after a da vinci-assisted pancreatoduodenectomy procedure, a mark was observed on the patient¿s skin at the site where the grounding pad had been applied. The nurse noted that the patient had sensitive skin and had undergone chemotherapy treatments for cancer. The procedure was more than 10 hours. Based on the patient¿s skin condition, it was speculated that the mark was likely due to adhesive-related skin irritation upon removal of the grounding pad rather than a burn. The exact cause and severity of the mark, as well as whether any medical or surgical intervention was required, are unknown. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) reviewed the system and electrosurgical unit (erbe) event logs and found no record indicating a failure related to the reported issue. Preventive maintenance was performed on the erbe, and all manufacturer-recommended tests had satisfactory results. The erbe generator equipment was functioning properly with no apparent issues. The system was tested and verified as ready for use. The neutral pad had been discarded. The fse was informed by the customer that the patient was doing well, and that another procedure was performed without issue. The fse recommended monitoring and checking the position and integrity of neutral pads before positioning on the patient. Isi did not receive a da vinci product to perform failure analysis.